Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a cracked tube adapter. The instrument was found to have scratch marks and abrasions on the tube adapter. The instrument was found to have bent electrical contacts that are located at the distal tip. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument had a broken wire. The procedure was completed with no reported injury.